Manufacturer narrative:
A sample has not been received for evaluation. The device history record was reviewed for the lot number provided finding no anomalies to be documented. No additional information has been received. This event will be trended, and a follow-up report will be sent if additional relevant information is available. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly clark received a complaint indicating that while performing dilatation, the sleeves fell into the patient's stomach. The pieces were retrieved and another kit was placed. No injury was caused to the patient. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).